Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing, and a bubble on a dso seal. A review of the event history log found 'error code 46828', 'cassette connection', and 'loss of patient data' alarms. Functional testing was able to be duplicated. The root cause was unable to be established. As a result, a software update was performed along with longtime test. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device gives various alarms. No patient injury was reported.